Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to claim no audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and it passed. Performed manual test by setting sound level to 55. Passed manual test. Reported fault could not be reproduced with the receiver. Customer complaint not verified.

Manufacturer narrative:
(B)(4)